Manufacturer narrative:
As reported, while using a 5f mynx control vascular closure device (vcd) the balloon burst. Therefore, manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx control vcd was used in transfemoral cerebral angiography (tfca). The device was stored according to the instructions for use (IFU) and did not exceed 25 °c. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx control vcd was prepped according to the instructions for use (IFU). The syringe provided was used and filled with 1.5ml of saline. The balloon ruptured during inflation; therefore, the stopcock was not locked after inflation. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque or scar tissue. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no unusual force applied while retracting the sheath. The device was used according to the IFU. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedural sheath was not returned with the device. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon neck was revealed. A product history review of lot f2108902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics, although not reported, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2108902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 5f mynx control vascular closure device (vcd) the balloon burst. Therefore, manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx control vcd was used in transfemoral cerebral angiography (tfca). The device was stored according to the instructions for use (IFU) and did not exceed 25 °c. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx control vcd prepped according to the instructions for use (IFU). The syringe provided was used and filled with 1.5ml of saline. The balloon ruptured during inflation; therefore, the stopcock was not locked after inflation. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque or scar tissue. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no unusual force applied while retracting the sheath. The device was used according to the IFU. The device will be returned for evaluation.